Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The anchor sleeve was on the distal end when received and was easily removed.

Event description:
It was reported that the right atrial (ra) lead would not advance through the subclavian vein. When the lead was removed it was noted that the suture sleeve was stuck on the active fixation mechanism and could not be removed. The lead was not implanted; the physician elected to use another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.